Event description:
It was reported that the device would not cross; however, a xience crossed. No pt effects were reported. The returned device analysis revealed that the stent was dislodged and not returned.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.